Event description:
Pt became fluid overloaded, post red cell exchange, due to software problems that allows fluid overload during combinations of run conditions. Co had sent warning notification of problem, but it was addressed incorrectly and never received by user dept.